Event description:
A user reported that their pump screen was dark and would not turn on. There was no reported impact on the customer¿s blood glucose level. Technical support instructed the customer to replace the pump, which was confirmed to be within warranty. The customer was informed to return the problematic pump to tandem using the pre-paid label and return box. No information was available on the type of backup therapy the customer chose to use.